Event description:
It was stated that the customer made an unscheduled visit to her doctor's office due to high blood glucose levels. The customer reported a blood glucose reading of 350 mg/dl. Troubleshooting was performed and the time and date were programmed correctly. However, the daily totals did not add up correctly. Advised that the insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.